Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The physician performed the transseptal puncture and the was inserted into the patient. After the was placed through the septum, it was noted that the patient had a pericardial effusion. The pressures were slightly decreased but treated. There was no intervention that was required for the patient. The procedure was continued and a 33mm device was implanted successfully in the laa of the patient. There were no other complications that were reported. The patient was doing fine post procedure following these events.